Event description:
It was reported the patient went to the hospital due to fatigue and an audible lead integrity alert. Noise and oversensing were noted along with "3 aborted shocks due to lead interference." The rv threshold had increased to 3.5v at 1.5ms. The lead was capped with plans to replace it within a few days. However, the patient died on (B)(6)2010 before this could be done. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.